Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On july 14, 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained following a review of the call. The patient claimed that the subject meter started to read inaccurately at an unknown date in (B)(6) 2015, although no results were provided for this time. She reported that on an unknown date and time, she received an alleged inaccurately high blood glucose result of ¿hi¿. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with insulin (no adjustments). She denied making any changes to her usual diabetes management routine after obtaining the alleged inaccurate result. She reported that on an unknown date and time, she developed symptoms of ¿disoriented [and] slurred speech¿. She reported that on (B)(6) 2015, ¿IV fluids¿ were administered by a healthcare professional (hcp) at the emergency room (ER) to treat her symptoms. She denied that any other device had been used to test her blood glucose levels. During troubleshooting, the patient was unable or unwilling to confirm whether the subject meter had been set to the correct unit of measure. The cca noted that the patient¿s test strips had been opened for more than the recommended period of 6 months invalidating any results obtained after this period. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurately high reading on the subject meter and reportedly developed symptoms of, and received hcp treatment for, an acute diabetes excursion, after the alleged product issue began.